Manufacturer narrative:
The hill-rom technical support found the side com pc board to be the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative on this bed. It is unk if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating there was no nurse call from the bed. The bed was located at the account in 2 west. There was no pt/user injury reported. This report was filed in our complaint handling systems as complaint #(B)(4).